Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h6, h10, and h11. Complaint conclusion: as reported, the wire of a 6f/7f mynxgrip vascular closure device (vcd) suddenly came back when pulling the unknown sheath out, although most of the sheath was still in the left side access site; it was realized that the balloon must have deflated. The deployment was abruptly interrupted because the balloon burst and so the sheath never came out and the mynx wasn¿t misdeployed. A second 6f/7f mynxgrip vcd was opened up and, while testing it out of the body during prep, saw that the balloon was leaking. Bilateral 6f non-cordis sheaths were maintained until act was in the acceptable range and the procedure was completed with manual compression. There was no reported patient injury. The devices were being used to close a bilateral sheath access for bilateral iliac ballooning and stenting. The user was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The arterial diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and mild presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The first device was prepped normally. (B)(4): a non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. A procedural syringe was returned with the unit for evaluation, and the stopcock was found in the open position with the balloon not inflated. The sealant and advancer tube were returned in their manufactured positions, and the sealant sleeve was not retracted from its manufactured position. Therefore, it could be considered that there was no shuttle/catheter sheath introducer (csi) insertion with the returned unit. Additionally, there was no csi returned for evaluation. A microscopic analysis of the balloon¿s surface was executed, and it was noticed that a longitudinal tear was present on the device¿s balloon, impeding to complete a functional analysis for this evaluation. The functional test could not be executed due to the puncture conditions of the balloon, which could not be inflated. The reported events of ¿balloon-balloon loss of pressure¿ for the first device, and ¿balloon-balloon loss of pressure at prep¿ for the second device were confirmed through analysis of the devices received. However, the exact cause of the longitudinal tears found could not be conclusively determined during analysis. Based on the information available for review, it is difficult to determine what factors may have contributed to the balloon ruptures reported. However, access site vessel characteristics (there was mild presence of calcium at the vicinity of the puncture site) and/or concomitant device factors (which was not returned) most likely contributed to the reported event that occurred in the patient since a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause this type of damage to the balloon. Since the issue with the second device was found during preparation of the product, handling factors during prep are possible. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ also, the IFU states during the prepare balloon step, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the product analyses, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, d9, g3, g6, h2, h3, h6, h10, and h11 this device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the wire of a 6/7f mynxgrip vascular closure device suddenly came back when pulling the unknown sheath out, although most of the sheath was still in the left side access site; it was realized that the balloon must have deflated. The deployment was abruptly interrupted because the balloon burst and so the sheath never came out and the mynx wasn¿t misdeployed. A second 6/7f mynxgrip vcd was opened up and while testing it out of the body during prep, saw that the balloon was leaking. Bilateral 6f non cordis sheaths were maintained until act was in acceptable range and the procedure was completed with manual compression. There was no reported patient injury. The devices were being used to close a bilateral sheath access for bilateral iliac ballooning and stenting. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The arterial diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and mild presence of pvd / calcium in the vicinity of the puncture site. The first device was prepped normally. The devices will be returned for evaluation.